Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was unsure if the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet. The ac power cord did not come loose from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured a no external power alarm during a period where the system controller¿s clock was not synced (serial number (B)(6), evaluated separately), displaying as a timestamp of ¿01jan2000.¿ this alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased leading up to the alarm. The alarm resolved within several seconds when power was restored to the system, and no other notable events were observed. The mpu (serial number (B)(6)) was not returned for analysis, and available information for this event indicates that the mpu was not exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mpu, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a driveline fault alarm with a yellow wrench visual. Log files and images of patient's system controller were also attached. Patient was not able to get to the hospital tonight. It was said they would be seen in the morning. Patient support was ongoing. It was said that the patient was transitioning from battery to wall power and experienced a driveline power (dl) fault alarm. The pump did not stop as seen on the review of the left ventricular assist device (lvad) interrogation. There were no low flows. The patient's driveline fault alarm was later resolved due to a system controller exchange. The patient was also asymptomatic. The log files confirmed dl faults on (B)(6) 2025. It was recommended to exchange the modular cable for safety precautions. The cable was swapped out on (B)(6) 2025. At the time of the interrogation, no further episodes of "driveline power fault" was noted and was not seen in review. Images of the patient's driveline modular cable and the waveforms from the interrogation, along with the review were sent. Log files showed that the driveline fault alarm stayed clear. The inline connectors' photos that were sent showed debris on it. It was noticed in the log files, the date the system controller was exchanged and the system controller¿s clock reset to the default timestamp of (B)(6) due to the system losing all power. It was said that the patient had not been recharging the battery in the backup controller. It was also noticed some odd voltages on the date that the system controller was exchanged. The low voltages were resolved with the system controller exchange, prior to the exchange of the modular cable. A power module was used during the system controller exchange. It was also recommended to replace the patient cables used due to the lower voltages that were being captured in the log files. It was noted that the patient cable was not utilized during this procedure and was not exchanged. The clinic cable was discarded. The system controller and the modular cable was intended to be returned. The provided log files were reviewed. The log files did not capture any atypical voltage values or alarms associated with the 14-volt patient cable or power module while these components were in use. However, technical services noted: "we also noticed some odd voltages on the date the system controller was exchanged, can you verify if you were using a power module or mpu when the controller was exchanged." Within the log file from controller (B)(6), a sequence of power cable disconnect/low voltage alarms, leading into a no external power alarm, was observed on the date that the controller was exchanged to while the mpu was in use, and this alarm appeared to have been caused by a loss of ac power. Due to the clock not being synced at this time, the timestamp of this alarm read as "(B)(6)." No atypical low voltage alarms were observed throughout controller (B)(6) log file data.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.